Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿funnel too slippery¿. A potential root cause for this failure could be "inappropriate material used". The lot number is unknown therefore the device history record could not be reviewed. A labeling review is not required due to product code z634 is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the intermittent catheter labeling is found to be adequate based on past reviews.

Event description:
It was reported that the customer stated that even though the product had a "notch" on funnel end to assist in keeping it oriented properly, often times the catheter twists as it was very slippery. In addition, the customer stated the magic 3 could be uncomfortable during removal if the tip moved sideways during insertion as it would be difficult to see the notch. The customer also suggested that it would be better if the notch could have a color on it to assist with visually maintaining the correct orientation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer stated that even though the product had a "notch" on funnel end to assist in keeping it oriented properly, often times the catheter twists as it was very slippery. In addition, the customer stated the magic 3 could be uncomfortable during removal if the tip moved sideways during insertion as it would be difficult to see the notch. The customer also suggested that it would be better if the notch could have a color on it to assist with visually maintaining the correct orientation.